Event description:
It was reported that this right atrial (rv) lead had been damaged during a previous procedure, during which a repair sleeve was applied. The lead exhibited some noisy signals. The physician decided to explant this lead. A new device was implanted. No additional patient effects were reported.